Event description:
The tip of this device was reported to be partially broken when visualized with fluoro as the device was inserted into the body. The device was immediately removed from the body. No patient injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on 20-mar-2023 of a report from (B)(6) on a viewflex xtra ice device that experienced a tip fracture during a procedure. Innovative health received the device for evaluation on 24-mar-2023. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No injury was reported.